Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes outer cap can be removed while the inner cap cannot be removed during use. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: the dealer engineer reported the issue of 367812 product: the outer cap can be removed while the inner cap cannot be removed during use.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes outer cap can be removed while the inner cap cannot be removed during use. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: the dealer engineer reported the issue of 367812 product: the outer cap can be removed while the inner cap cannot be removed during use.

Manufacturer narrative:
H.6. Investigation summary: material #: 367983. Lot/batch #: 2313572. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation with the incident lot was not observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode.